Event description:
Starting in july 1998, rptr received 19 ect treatments, 3 times a week until they were done. After these treatments when rptr told dr that they were missing some memories dr told rptr they would come back and that it was impossible for memory problems to come from ect. Dr also made some "snide remark" about if there was a problem dr would have to write an article about it. This report has to do with electroconvulsive therapy, and not the medications rptr was on at the time, which are numerous and many have impaired their reasoning in making the choice of going along with the dr's recommendation.